Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With a review of the available information there was no evidence of any device malfunctions or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. Events of these types are multifactorial and may be attributed to pre-existing conditions and progression of these diseases, the system, the implant procedure, or concomitant therapy. The most likely root cause of the reported event is the patient's past medical history and related comorbities. Though the root cause of the event cannot be conclusively determined; there are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient was admitted to the hospital for treatment of stroke after experiencing facial droop and left arm numbness. On admission, the international normalized ratio (inr) was therapeutic and the site reports that the patient is reasonably compliant with her warfarin regimen. Head CT scan revealed an evolving left cerebellar infarct. As a result, anticoagulation was held to minimize chances for hemorrhagic conversion. The patient was discharged to a snf on (B)(6) 2015 on aspirin 325mg and warfarin with an inr goal of 2-3. The last report received indicates that the patient is still very debilitated requiring continued rehabilitation; however there has been no recurrence of stroke symptoms.